Event description:
A caller reported experiencing multiple intermittent occlusion alarms with their insulin pump, but technical support was unable to verify the alarm number in the pump's history. The customer did not experience an adverse impact on their blood glucose level from the issue. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin use.